Manufacturer narrative:
Correction: upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-123151 please refer to MFR. Report number 2016493-2025-122648.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed.the customer stated that there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.